Event description:
A user facility reported the connector came out during pt use. There was no report of any pt injury or problem. The user facility has been requested to return the device for evaluation.